Event description:
During a lead revision procedure, one contact became dislodged from the lead. The surgeon was not able to retrieve the contact from inside the patient. The patient was implanted with a new lead and is receiving adequate therapy from the system.